Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Reportedly, the customer reported that it was due to the wake button on the pump being difficult to press. However, during trouble with tandem technical support, it was found that the button was functioning as intended. Customer address bg via a correction bolus from the pump and continued using the pump for insulin therapy.